Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 1.50mm x 8mm emerge¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was blood in the inflation lumen. The balloon was loosely folded. There was a pinhole in the balloon material near the markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 1.50mm x 8mm emerge¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient. No patient complications nor injuries were reported.